Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: twenty-five (25) events were reported for this quarter. Product return status: twenty (20) devices were received for evaluation. Three (3) devices were available for evaluation but have not yet been received. Two (2) devices were not available to stryker for evaluation. Evaluation status: ten (10) device evaluations are in progress. Ten (10) events were confirmed during testing. Six (6) devices were found to be affected by corrosion. Two (2) devices were found to be affected by compromised lubrication. One device was found to be affected by debris. One device was found to be affected by corrosion and debris. Product disposition: ten (10) devices were repaired and returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 25 malfunction events in which the device reportedly overheated. Twenty-three (23) events had no patient involvement; no patient impact. Two (2) events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Corrected data: supplemental rationale 13 previously reported events are included in this follow-up record. Product return status 12 devices were received for evaluation. 1 device was not available to stryker for evaluation. Evaluation status 3 events were confirmed during testing - 3 devices were found to be affected by corrosion. 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion. 1 reported event was not confirmed during testing; the device was found to be within specifications. 7 device evaluations are in progress. Additional information 13 devices were not labeled for single-use. 13 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 25 </noe> malfunction events in which the device reportedly overheated. 23 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 25 </noe> malfunction events in which the device reportedly overheated. 23 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 25 total events were initially reported. 8 previously reported events are included in this follow-up record. Product return status 6 devices were received. 2 devices were not available for evaluation.   Evaluation status 5 reported events were confirmed during testing. - 3 devices were found to be affected by a worn component. - 1 device was found to be affected by a shattered bearing. - 1 device was found to be affected by debris. Not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by internal corrosion.   Additional information 25 devices were not labeled for single-use. 25 devices were not reprocessed and reused.